Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed rsm error codes 5787 (rsm transport robot error from module (1) in position (1) to module (2) in position (inner)) and 5793 (rack prematurely removed from the rsm transport robot arm) on alinity ci-series system control. The customer adjusted the reagent and sample manager (rsm), and the field service engineer (fse) arrived onsite the next day for intervention on (B)(6) 2022. The fse was onsite and performed some troubleshooting tasks and during the routine run, the reagent and sample manager (rsm) dropped a reagent cartridge in position 1 of module 2 letting the liquid spill down onto the load/unload board. The fse went to open the cover to remove the reagent cartridge and clean the rsm he smelled a burning odor and observed visible smoke from the load/unloader board. The fse immediately disconnected the power cable. The picture attached shows the load/unload controller has melted and charred. The fse replaced the load/unload board the same day, aligned the rsm and perform validation. No harm to the user was reported. There was no impact to patient management or user safety reported.

Manufacturer narrative:
During troubleshooting, service dropped a chemistry reagent cartridge in position 1 of module 2. Service removed the reagent cartridge and cleaned the rsm then initialized the rsm and saw smoke coming from the pcb, rsm load/unload controller on the alinity ci series system, serial number (B)(6). The analyzer was disconnected from the power supply /shut down and there was no injury to personnel reported. No fire was seen nor any damage other parts of the instrument. Service replaced the pcb, rsm load/unload controller and deemed the part the likely cause for the smoke, possibly due to the reagent spill. A review of the alinity ci, serial number (B)(6) service history, revealed no additional issues of smoke observed due to a part, reported on the (B)(6). A review of tracking and trending did not identify any related trends for the pcb, rsm load/unload controller or the alinity ci series for the current issue. The device history record was reviewed and did not identify any non-conformances or deviations associated with pcb, rsm load/unload controller regarding the current issue. The 2022 ul certification memo contains information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The memo notes abbott's equipment in most cases provides redundant protection against fire, and double protection against electric shock. The memo also notes abbott diagnostic division ensures the overall residual risk is at an acceptable level. The smoke observed was limited to the pcb, rsm load/unload controller (part number a-90000050-02) due to a reagent spill, the smoke did not spread to other parts of the module. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.